Event description:
Over a 10 minute period device was advanced and removed multiple times. Upon removal of the device the physician felt resistance so physician removed catheter and sheath together and observed a wire protruding out of the side of the catheter.